Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the patient was feeling heat come from the ins and experiencing warming sensation. Caller stated the patient was evaluated and there were no obvious signs of infection but the caller didn't have any further information on how the patient was "evaluated". Caller stated that patient's physical therapist felt the ins site and felt it was warm to the touch. Caller stated heat goes away once patient turns ins off. The caller was not with the patient. The patient was redirected to their healthcare provider (hcp) to further address the issue. It was reviewed that the ins could be evaluated by checking impedances and obtaining imaging but beyond that, hcp would have to decide how to proceed. Reviewed that if they chose to explant the ins, to return it for analysis. They were going to be speaking with patient and/or hcp today.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the patient feeling heat coming from their ins was not determined. The repeated that the heat would dissipate when it was shut off. The rep stated they ran an impedance check a few different times and impedances were all within normal limits. The rep stated the most likely cause was unknown, and noted that the patient reported they hadn¿t gotten any imaging or gone through electromagnetic security stations since the implant. The patient noted that they had been doing physical therapy and their physical therapist felt the area and it was warm to touch; it was possible the physical manipulation during physical therapy caused some local heat but it was not clear. In an effort to resolve the issue, the rep stated they performed an impedance check multiple times, trialing through different programs, turning device off to test if the heat dissipated (it did while off). The rep stated they turned the patient's stimulation down to test and see if they still had warmth. It was unknown if the issue had been resolved. The rep stated the patient was planning to see their doctor this week to have them assess the area for localized infection, although there were no cardinal signs aside from warmth. The rep stated that device removal/replacement was not planned, and noted they were awaiting the patient's meeting with their physician to get more answers.